Event description:
Reportedly, during the interrogation of the pacemaker involved in this MDR report held on (B)(6) 2011, the battery impedance was at 3.81 kohm and time to elective replacement indicator (eri) was 26 months. Normal pacemaker function was observed. During the follow-up dated (B)(6) 2012, the pacemaker was found in standby mode eri/eol (end of life). The device was therefore explanted and returned for analysis.

Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.